Manufacturer narrative:
The actual complaint device hasn't been returned for investigation. Failure to osseointegrate is a well known inherent risk of the procedure.

Event description:
The dentist reported that the implant failed.